Event description:
It was reported that the recanalization catheter got stuck in the microsheath during use in a cto. The catheter and sheath were removed as a single unit. There was no report of patient injury.

Manufacturer narrative:
A further clinical review of this event was performed an identified the event to be MDR reportable pursuant to 21 cfr part 803. A manufacturing review was conducted and the lot met all release criteria. The device was returned for evaluation and bunching in the outer catheter was observed. An attempt was made to load the returned guidewire through the catheter; however, several blockages were encountered in both directions. An attempt was made o load the catheter through the returned microsheath and it advanced without issue until the first bunched location at the strain relief. As the catheter was being advanced, the catheter re-bunched and the pushability was insufficient to advance the catheter through the sheath any further. The investigation is inconclusive as the condition in which the sample was returned. Due to the condition in which the samples were received (i.e. Outer catheter bunching), it is possible that excessive force contributed to the reported event. However, the definitive root cause could not be determined based upon the available information. It is unknown if additional patient and/or procedural issues contributed to the reported event.